Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter aortic valve, the patient presented with stroke-like symptoms including fluctuating blood pressure and acute mental status change. Subsequently, a stroke code was called, and a head computed tomography (CT) scan was performed. The patient was sent to the operating room and a transesophageal echocardiogram (tee) was performed that revealed an aortic dissection at the top edge of the valve on the outer curvature of the ascending aorta. Subsequently, the patient underwent surgical repair to treat the dissection. Per the physician, the distal end of the valve frame tore through the aorta, causing the aortic dissection. It was noted that the patient's torturous anatomy was also a contributing factor.

Manufacturer narrative:
Updated data: b2. B5. H1. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the patient died. The cause of death was not provided.

Manufacturer narrative:
Updated data: b2., b5., h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the patient's cause of death was due to not being able to recover from surgery after the transcatheter aortic valve caused a dissection in the ascending aorta. Per the physician, the valve was a contributing factor to the patient's death. The valve was explanted from the patient.